Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site; subsequently the abutment was removed from the implant and the patient was prescribed a course of oral antibiotics (date and duration not reported). The implanted device remains.